Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported that she was unable to hear with her cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in 2007 showed the cochlear implant was not functioning. Explantation/ reimplantation was recommended but had not been scheduled at the time of this report.